Event description:
Complainant alleged that during a routine shift check, the device prompted a "unit failed" message, displayed a red "x" indicator and shut down. Complainant indicated that there was no pt involvement in the reported malfunction.